Event description:
During a remote follow up, post sensed t wave oversensing was observed on the device. Technical support was contacted and recommended diagnostic imaging. Diagnostic imaging was performed and no anomalies were noted. Reprogramming was performed to resolve the event. The patient was stable.